Manufacturer narrative:
Additional information provided in h3, h6 nd h10. The investigation into the reported issue has been resolved. Impella cp was returned and biomaterial was found around the impeller inside the cannula. The pump was run in the lab with normal flow once the biomaterial was kicked off. Data logs show suction throughout the case and low flows when the pump was started. There is a small motor current spike and spike in flows to 3l/min from when the pump is started indicating biomaterial may have been pulled in upon activation resulting in low flows. The root cause of the low pump flow was most likely biomaterial since biomaterial was found on the returned pump and data logs show an ingestion pattern. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient had an impella cp implanted and after the pump started, flows stopped at 1.4 liters per minute. The position was checked and volume was given, but suction alarms were noted at p-2/p-3 and had to go to p-1 to break suction. Blood products were given to the patient. The cardiologist decided to remove impella cp and place intra-aortic balloon pump instead. No clot was noted in the impella when removed. There was no patient harm.